Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the display screen was dim and fading. There is no further information regarding the complaint available at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was found to be fully functional and fully illuminated with no visible signs of fading or discoloration. The contrast setting was found to be set at 8. The complaint could not be confirmed or duplicated.